Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the pfna-blade could not be locked after implantation. Therefore, the pfna-blade was removed correctly. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.